Event description:
A 74-year-old male with post-cardiotomy cardiogenic shock (pccs) and society for cardiovascular angiography and interventions (scai) stage c shock underwent attempted impella 5.5 implantation via the right axillary/subclavian artery using a surgical approach. During the implantation procedure, a lap sponge became entangled with the impella 5.5 motor and guidewire. Additional information identified device damage related to a lap sponge becoming tangled in the outlet/motor portion of the device. A delivery issue was reported prior to the damage. The patient was also noted to have tortuous vascular anatomy. Due to the reported entanglement and associated device damage, the procedure utilizing the affected impella 5.5 was aborted. A replacement impella 5.5 was subsequently obtained and implanted successfully.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.